Event description:
It was reported that the customer was taken to the emergency room with low blood glucose. The blood glucose reading was 80mg/dl. The father stated that the customer received an alarm several times in a week. Troubleshooting was performed. Found that the time on the insulin pump was off by twelve hours. The father stated that the customer was getting his basal rates at the wrong times. Assisted father with resetting the time and date on the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.